Event description:
Reporter stated that a venous pt sample measured 58 mg/dl, in the hosp lab. A capillary sample, obtained from the pt 3 minutes later, measured 315 mg/dl, using the suspect device. Twenty-four minutes later, an additional capillary sample (from the same pt) measured 38 mg/dl, using the suspect device. Pt was not treated based on the results obtained on the suspect device. Reporter stated that controls had been run on the system, and had tested within the acceptable range. A request was made for the return of the suspect product and replacement product was shipped.